Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Device had no status indicator and device service required prompt was heard.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 2nd october 2017. Upon receipt, the device was failing self-tests due to an rtc error, and the pad clock displayed a nonsensical date and time. This had resulted in the device shutting down with a ¿warning, device service required¿ prompt as per the reported fault. The bt1 coin cell was measured and found to be significantly depleted. Bt1 provides power for the rtc circuitry. The rtc error could not be replicated when bt1 was replaced and the pad clock resynchronised. Furthermore, after replacing bt1, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. There was no significant impact on the bt1 voltage during this time. As there was no excess current drain measured across the bt1 tracks, and no fault could be found with the device after replacing the coin cell, it would indicate the coin cell had failed, resulting in a premature depletion. The device successfully passed all auto self-test ups to the 16th may 2018, therefore, it is concluded the coin cell failed after this date. Information from the history log shows the device records multiple occasions in which the temperature was recorded below the minimum indicated standby temperature of 0°c. It is possible that storage of the device outside of the indicated conditions had contributed to the failure. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. Device had no status indicator and device service required prompt was heard.